Manufacturer narrative:
As reported in a research article, post operative arrhythmias occurred after transcatheter closure of perimembranous ventricular septal defects. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The article, "the long-term change of arrhythmias after transcatheter closure of perimembranous ventricular septal defects", was reviewed. This research article is a retrospective single center experience to observe and analyze the long-term change of different types of arrhythmias after transcatheter closure of perimembranous ventricular septal defect (pmvsd). Amplatzer vsd occluder (abbott), vsd heart occluder (lifetech) and vsd cera occluder (lifetech) were associated with the study. The article concluded that the probability of delayed complete atrioventricular block (cavb) or bundle branch block after vsd closure is low but often occurs several years after surgery. Therefore, long-term electrocardiogram (ECG) follow-up should last for several years or even decades. The primary author of the article is hongyan zheng, department of cardiology, cardiovascular institute of panyu district, panyu central hospital, no. 8 fuyudong rd, guangzhou city, guangdong province 511400, china. The correspondence author of the article is zhiwei zhang, department of pediatric cardiology, guangdong cardiovascular institute, guangdong general hospital, no. 96 dongchuan rd, guangzhou city, guangdong province 510100, china with the corresponding email: drzhangzw@sohu.com.